Event description:
It was reported that a spline was disconnected. The lesion being treated was located in the atria. An intellamap orion¿ catheter was used successfully. Upon removal it was noted that one of the splines was disconnected at the proximal end of the catheter. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has array damage, as part of overall visual revision. The device has a spline (number 8) broken at the proximal end of the array. Moreover, evidence of adhesive was found inside the brown collar, however, no adhesive is noticed at the spline proximal end. In addition the device has 4 kinks at 95.5cm, 101cm, 101.5cm and 107cm from the handle. The device was sent to the (B)(4) laboratory to determine the failure mode of the broken spline. According to the attached (B)(4) reports, the broken spline had no evidence of gross permanent deformation and did not detect presence of parylene coating on mating interfaces of separated spline. In addition, presence of silicone on the #8 spline separation mating surfaces was identified, however, this contamination could had occurred after the spline separation event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a spline was disconnected. The lesion being treated was located in the atria. An intellamap orion¿ catheter was used successfully. Upon removal it was noted that one of the splines was disconnected at the proximal end of the catheter. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).